Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and suffered a cardiac decompensation and a cardiogenic shock which required medication (diuretika and catecholamine therapy. The patient underwent index procedure on (B)(6) 2025. On (B)(6) 2025 start date and site awareness date of 16-dec-2025, the patient experienced cardiac decompensation categorized as moderate and serious with in-patient or prolonged hospitalization and admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. The relationship to study device is not related. The relationship to the index study procedure is possible and expected/anticipated. The outcome is resolved with an end date of (B)(6) 2025. Intervention was medication diuretika. The date event first reported to be a serious adverse event (sae) (B)(6) 2025. On (B)(6) 2025 start date and site awareness date of 27-oct-2025, the patient experienced cardiogenic shock categorized as severe and serious with life-threatening illness or injury and in-patient or prolonged hospitalization with an admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. The relationship to study device is not related. The relationship to the index study procedure is possible and expected/anticipated. The outcome is resolved with an end date of (B)(6) 2025. Intervention was medication catecholamine therapy. The date event first reported to be an sae (B)(6) 2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially reported cardiac decompensation and cardiogenic shock; however, additional information was received on 13-feb-2026 indicating that cardiac shock was inactivated. Also, the sponsor assessment of primary adverse event (ae) is ae is a primary ae, specify with aggravation or new onset heart failure. The investigation was completed on 19-feb-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31623537l and internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).